Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient noticed the site was bleeding, so she removed the pod. As treatment, a new pod was applied.

Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could contribute to the reported bleeding/bruising. Further investigation of the device discovered the exposed portion of the soft cannula was observed to be kinked. Although damage was observed on the exposed portion of the soft cannula, fluid was still able to flow through and complete the fluid path during fluid path testing. The timing and cause of the damaged cannula could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.